Manufacturer narrative:
Product analysis findings: the concerto implant coil was returned without the introducer sheath. The actuator interface and coupler tube were found to be missing. The concerto pushwire was found to be broken distal to break indicator, kinked at ~52.4cm and ~105.1cm from broken proximal end. This is indicative that a manual detachment was attempted at these locations. The coin was found still against the lumen stop with what appeared to be blood underneath the outer jacket. The shield coil was found to be stretched. The implant coil was found to be broken and not returned. The distal outer jacket was removed, for further analysis. The release wire was then retracted. The lumen stop appeared to be damaged and was unable to be measured. The retainer ring was found to be damaged, with the detachment stuck within retainer ring and the inner diameter was unable to be measured. No other anomalies were observed. Ba sed on the analysis performed, the concerto coil was confirmed to have non-detachment as the pushwire was returned with the implant coil broken and the detachment stick still attached. The likely cause for the non-detachment are the bends and kinks found on the pusher, causing the release wire to become stuck. Possible causes for coil and pusher damage are patient vessel tortuosity, device was not hydrated, continuous flush was not administered during procedure, advancing device against resistance or damaged during shipment as the device was returned without its dispenser coil. Since the instant detacher was not returned, any contributing factors of the instant detacher to the non-detachment could not be determined.. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that catheter used was a progreat 2.4. Three attempts had been made to detach the coil with the instant detacher, and one attempt was made manually. The manual break point was broken apart completely so that there were two separate pieces of the pusher wire. No issues were encountered prior to the coil non-detachment, and no pusher wire damage was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that attempts to detach the concerto coil were made with both the instant detacher and manually. Neither of the options worked. The coil was then retrieved into the microcatheter, and a replacement coil was used to complete the procedure. There were no issues identified during prep or prior to non-detachment. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a left, distal ovarian vein. It was noted the patient's vessel tortuosity was little. There was no calcification or stenosis reported.